Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) experienced episodes of oversensing that lead to non-sustained ventricular tachycardias (nsvts) and pacing inhibition. No adverse patient effects were noted; no inappropriate shock therapies were delivered and no episodes of syncope occurred. It was reported that maneuvers to provoke oversensing showed myopotentials in both the ventricular and shock channels.